Manufacturer narrative:
The device was received with a break in the hypotube. The manifold and proximal section of the device was not returned for analysis. The recommended guide size for this wolverine device is a minimum of a 6fr guide catheter. On analysis, the investigator was unable to advance the device through a boston scientific guide due to a complete break of the hypotube. The customers guideliner catheter was not returned for analysis. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at 740mm proximal of the guidewire port. Multiple kinks were also identified along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. An examination of the returned device identified that the balloon had not been inflated. No issues were noted with the balloon material that may have potentially contributed to the complaint incident. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed on a focal, calcified lesion in the mid right coronary artery. The lesion was attempted to be dilated with nc trek balloons with no success. A 10mmx3.75mm wolverine coronary cutting balloon would not cross the lesion and the shaft broke. A 10mmx3.50 wolverine coronary cutting balloon was then attempted but also would not cross and the shaft broke. The procedure was successfully completed with a different device without issue or patient injury.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed on a focal, calcified lesion in the mid right coronary artery. The lesion was attempted to be dilated with nc trek balloons with no success. A 10mmx3.75mm wolverine coronary cutting balloon would not cross the lesion and the shaft broke. A 10mmx3.50 wolverine coronary cutting balloon was then attempted but also would not cross and the shaft broke. The procedure was successfully completed with a different device without issue or patient injury.